Event description:
While clinician was trying to activate a single use hotpack, a chemical reaction occured and the hot pack "burst" causing the chemicals in the bag to make skin contact with the caregiver. The caregiver immediately washed the chemical product from the skin eliminating any additional burning. The active ingredient in the pack was sodium thiosulfate in a dextrose/water solution. The design of the hot pack was supposed to seal and contain the contents in the bag. Inspection of hotpack revealed a skewed heatseal on top of the poly bag that left a 30mm opening in the bag. Upon activation and breakage of the sodium thiosulfate packet, the chemical reaction caused the contents to escape out of this opening. Manufacturer will pick up the device.